Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the daughter experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was 150 mg/dl. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The customer was explained briefly some factors affecting about the high blood glucose but they declined to undergo the troubleshooting and said that she will call back regarding high blood glucose if persists and for now her daughter was feeling okay. The insulin pump will not be returned for analysis.